Event description:
It was reported the patient's ipg was inoperable due to battery depletion. The patient had not charged the ipg as recommended. As the result, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored post-operatively.